Manufacturer narrative:
The final customer lot number was identified. A review of the device history record (DHR) for the reported lot number has been performed and no anomalies were found. The product was released according to the manufacturer's acceptance criteria. No additional investigation is required based on the device history record review. A complaint history examination revealed that this is the second complaint for the reported lot number, but it is the first for the reported complaint description of dull blade. As no sample was returned and the device history record review of the provided lot number indicated that the product was released according to the manufacturer's acceptance criteria, the root cause for the defects experienced by the customer cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested, but none is expected to be received. (B)(4).

Event description:
A nurse reported that a knife was noted to be dull during surgery with no defined bevel on the blade. Patient involvement or impact information is unknown. Additional information has been requested. A nurse subsequently confirmed that no additional information is available.